Manufacturer narrative:
No sample has been returned for evaluation for the complaint of leaky trocars; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The root cause specific to this report can not be determined. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. (This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection.) The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Event description:
A customer reported leaky trocar valves during an unspecified quantity of eye surgeries. Upon follow the reporter informed that there was no patient harm associated with this report. The surgeries were completed with the same trocars and trocar plugs were used. The product samples were discarded. There is no addition information available for this report.